Manufacturer narrative:
The patient remains on lvad support in fixed mode. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the transplant nurse that the patient was experiencing symptoms of shortness of breath and fluid retention for approximately one week with an increase in pump rate while in auto mode and an increase in flows from 5 ipm to 9.9 ipm. While connected to a hospital system monitor, a low voltage advisory was displayed along with a flashing yellow battery led. The system controller battery was changed out twice with no change in alarm status. The system controller itself was then changed to the back up system controller and the alarms ceased. Waveforms submitted for this patient were consistent with inflow valve incompetence and possible bearing wear. The patient was placed on a fixed rate of 90 bpm and upgraded to 1a on the transplant list. This is the second pump implant for the patient and the md's stated that they would not perform another pump exchange. The original valves used for the first implant are still in place, and were not changed out when the first pump was exchanged for the current pump.